Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient received an elective replacement indicator in (B)(6) 2017. As such, the physician decided to replace the ipg. Surgical intervention was undertaken on (B)(6) 2018 during which the ipg was explanted and replaced. The ipg was unable to connect with the clinician programmer or patient programmer. Stimulation was restored following the procedure.